Event description:
A report was received that during a trial procedure while the physician was inserting the lead he caused a csf leak. The trial was completed, but the patient was experiencing vomiting and a headache. The patient was hospitalized and treated for the symptoms. The trial leads were pulled out by the patient, which was noticed by the physician when the dressings were removed. The patient is doing fine.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2366-50e, serial/lot #: (B)(4), description: trial linear 3-6 lead, 50cm. The trial leads will not be returned to bsn as they were discarded by the medical facility.